Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: 14x60/9fr uni plus 75cm was received for analysis. The device was returned with the stent fully constrained in the correct position on the delivery system. The investigator successfully deployed the stent without issue. No damage or issues were noted with the deployed stent. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device.

Event description:
It was reported that stent partially deployed occurred. A balloon angioplasty was performed on the lower limb. The non-stenosed target lesion was located in the severely tortuous and non-calcified iliac vein. Pre-dilatation was performed with a non-boston scientific (bsc) balloon and a 14x60/9fr uni plus 75cm wallstent endoprosthesis was advanced but failed to cross the lesion. However, angiography showed the tip of the stent was exposed and partially deployed. In addition, the stent was completely reconstrained during withdrawal. The physician was afraid of damaging the blood vessels, so the procedure was completed with another of the same stent. There were no patient complications reported, and patient status was stable post-procedure.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6).

Event description:
It was reported that stent partially deployed occurred. A balloon angioplasty was performed on the lower limb. The non-stenosed target lesion was located in the severely tortuous and non-calcified iliac vein. Pre-dilatation was performed with a non-boston scientific (bsc) balloon and a 14x60/9fr uni plus 75cm wallstent endoprosthesis was advanced but failed to cross the lesion. However, angiography showed the tip of the stent was exposed and partially deployed. In addition, the stent was completely reconstrained during withdrawal. The physician was afraid of damaging the blood vessels, so the procedure was completed with another of the same stent. There were no patient complications reported, and patient status was stable post-procedure.